Event description:
It was reported that this left ventricular (lv) lead exhibited elevated thresholds and loss of capture. The health care professional (hcp) contacted (B)(6) technical services (ts) to inquire about the maximum output that could be programmed until the lead could be revised. Ts provided this information and noted that there was no evidence of pacing inhibition. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).